Event description:
Related manufacturer reference number 3006705815-2023-02057 it was reported the patient's leads had migrated. The system was unable to enter into MRI mode due to high impedances on one lead. As such, surgical intervention was undertaken and the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section h6: the investigation conclusion should have been 4315 - cause not established rather than 67 - no problem detected.